Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted a full lead was returned in segments. There is a cut at 17 cm on the outer insulation with minimal blood ingression. There is a lead removal wire in the distal conductor. The distal conductors passed visual continuity testing as presence of the lead removal wire prevents electrical continuity testing on the distal conductors. The proximal conductors are distorted at 17 cm. The proximal conductors passed electrical continuity testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.